Event description:
Attorney reported: on (B) (6) 2007 - pt had a composix kugel mesh implanted to repair a hernia defect. On (B) (6) 2007 - after suffering severe injuries associated with the defective nature of this product, pt's composix kugel mesh was removed. His injuries are recounted in his medical records (not provided to davol). Pt has suffered and will continue to suffer physical pain and mental anguish. As a direct and proximate result of the mesh implant, pt has suffered injuries and damages.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.